Event description:
The customer released the activated locking mechanism and found possible deterioration of gas strut. The c-arm was stuck at the maximum height.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.